Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarms occurred while the customer was not outside of the allowable operating altitude range. Customer's blood glucose level was 187 mg/dl. Ultimately, the altitude alarm cleared and insulin delivery was resumed.